Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported heart rate gets up to 150-180 normally and the device was capped at 130 beats per minute (bpm). The patient was unable to exercise at heart rate. The patient reported having a faster heart rate than most people¿s age and needs a greater response. The patient report having the device settings changed to 145 bpm but this is still not enough. The device remains in use. No patient complications have been reported as a result of this event.